Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) just shut off. The patient remained alert, oriented, and did not experience any negative issues because of the short time off therapy. The customer stated she nor the patient heard any alarms, but when she came back into the room the unit was off. The customer was able to power the unit back up with no issues, and it is currently functioning well. Both batteries were verified to be fully charged and had been plugged into the ac power since the patient was transferred to her unit. The helium tank was adequately full and there were no error codes. The customer printed an alarm system history log which verified no alarms had gone off. Since the issue was unable to be verified, the customer was assisted in changing out the console, which was completed successfully. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6). Device not returned to manufacturer.

Event description:
N/a.